Event description:
The md had difficulty removing the iab from the pt.

Manufacturer narrative:
Section f was also completed by the manufacturer if no medwatch form was received from the initial reporter or product user. Device label codes: 1738. The iab was received intact for evaluation with the membrane completely unfolded with a co 10 french, 6 inch sheath in place over the catheter tubing. Blood was noted on the exterior of the iab and within the inner lumen. Visual examination revealed the inner lumen and the sheath to be kinked. Underwater leak testing found no leak in the device. The iab pumped satisfactorily on the laboratory system 90 at 80 and 160 bpm. No alarms were triggered. Probable cause of difficulty: the physical condition of the returned iab is not quite consistent with that of an iab in which difficulty was removing the device from the pt. Unfortunately, it is not possible to determine the exact reason for the encountered problem. Difficulty removing the iab from the pt may be attributed to one or more of the following. A kink in the catheter tubing trapped helium in the membrane preventing it from fully collapsing under normal arterial pressure allowing for easy removal of the balloon from the pt. The pt's anatomy (no pt information was provided). During iab removal, the membrane became "bunched" at the sheath tip causing increased resistance during iab removal.